Manufacturer narrative:
Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4). Analysis of the desktop charger, model 37761, s/n (B)(4), found cable assembly with metal connector at the end of cable broken off.

Event description:
The patient reported the recharger was not charging, even though plugged into the wall and the green light on the desktop charger was on. The connector pin did not appear loose/bent, but it had gotten difficult to plug the connector pin into recharger. Since the recharger was not charging, the patient stated ¿as the days go by, I¿m getting less stimulation, so I know I don¿t have much time before the ins battery is dead.¿ this was noted as a gradual change. The patient indicated the recharger had been dropped once or twice. Troubleshooting determined the connector pin was broken. Additional information received from the patient reported she had no idea the circumstances that led to getting less stimulation. The patient tried to change the stimulator numbers and noticed for several months the icon battery at the top of the screen was getting low. She also knew that it was taking over four hours to fill the lower icon battery. Finally, the top icon battery was empty. The patient received a new cord that plugged into the charger and everything seems to be working at this time. They felt it was the metal connector and the end of the cord that plugs into the stimulator. Indication for use included spinal pain.

Event description:
Additional information received reported that the patient couldn't recharge the battery. It was determined that the metal insert at the end of the cord was damaged. The patient was sent a new cord and everything was working properly. The damaged cord was returned. If additional information is received, the event will be updated.